Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2021-01037, 3005168196-2021-01038, 3005168196-2021-01039, 3005168196-2021-01040.

Event description:
The patient was undergoing a coil embolization procedure in the cavernous sinus using penumbra smart coils (smart coil), a non-penumbra microcatheter, a non-penumbra guide catheter, and an angiographic catheter. During the procedure, the physician successfully placed three smart coils in the target vessel using the microcatheter. It was noted that resistance was encountered while advancing the smart coils in the target vessel. While attempting to advance the next smart coil, the physician experienced resistance when advancing approximately four to five centimeters into the target vessel. Therefore, the smart coil was removed and saved for later use. Next, the physician successfully placed a non-penumbra coil and another smart coil in the target vessel using the microcatheter. It was noted that resistance was encountered while advancing the smart coil in the target vessel. While attempting to re-advance the previously removed smart coil, the physician experienced resistance again when advancing approximately four to five centimeters into the target vessel. Therefore, the smart coil was retracted and removed. It was reported that the smart coil knotted itself upon removal. The procedure was completed using another smart coil, a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.